Event description:
It was reported that the device had a system error message with the channel not working. Facility biomed found pressure sensor was bad and replaced the top pressure sensor and checked the unit. Although requested further information not provided.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 08/28/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the device had a system error message with the channel not working could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had a system error message with the channel not working. Facility biomed found pressure sensor was bad and replaced the top pressure sensor and checked the unit. Although requested further information not provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested further information was not provided.

Event description:
It was reported that device has a system error message with channel not working, found pressure sensor is bad, replaced top pressure sensor and checked unit. Although requested further information not provided.